Manufacturer narrative:
Additional information is provided in section d10. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section d9 and d10 the investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: only the bipolar high frequency cord (article uh801) was returned for the investigation. The examination of the cord revealed significant discoloration and severe wear at the connector, along with a developing hole on the surface. These findings suggest that the cord was subjected to heavy usage and likely exceeded its expected service life of 20 cycles. Although the devices uh400 (autocon ii), 011168-10 (bipolar electrode) and 27050sl (resectoscope sheath) were involved in the event, they were not the cause. The cord experienced a burnout, and due to the extent of the wear, it should not have been used. The corresponding IFU specifies that all equipment and components must be inspected to ensure they are in proper working condition before use. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there was a burned cable uh801. Using autocon and resectoscope and 011168-10. Cable was burned on top of the part that connects with the electrode. No harm to patient, user or third parties reported.

Manufacturer narrative:
Updated lot number and concomitant medical products uh400 serial number (B)(6) and resectoscope (article number currently unknown), the affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).